Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred prior to use. The device was inconsistent. When the stapler was loaded, it would not close or lock. Sometimes it closes sometimes it did not. There was no patient injury.